Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced glass breakage during use. The following information was provided by the initial reporter: the customer stated "the tube as broken in a non-applicable centrifugal machine."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced glass breakage during use. The following information was provided by the initial reporter: the customer stated "the tube as broken in a non-applicable centrifugal machine."